Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator will not power on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the light emitting diode (led) was not illuminated indicating the device was connected to an alternating current (ac) power source. The bme verified good power into the power supply but no power out of the power supply. The battery voltage was low, which would also result from a failing power supply. The rse advised replacement of the power supply and the battery. The bme replaced the battery and power supply as recommended. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.